Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the residual longevity displayed for the subject pacemaker was higher than 7 years on (B)(6) 2017. On (B)(6) 2017, the displayed residual longevity was higher than 3 years. No reprogramming was performed between the follow-ups, and all measurements are stable and within normal range. The only change is the increase of the ventricular pacing percentage from nearly 0 % to nearly 100 %.

Event description:
Reportedly, the residual longevity displayed for the subject pacemaker was higher than 7 years on (B)(6) 2017. On (B)(6) 2017, the displayed residual longevity was higher than 3 years. No reprogramming was performed between the follow-ups, and all measurements are stable and within normal range. The only change is the increase of the ventricular pacing percentage from nearly 0 % to nearly 100 %.